Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot# va0hga5, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient was getting a power on reset (por) message on the patient programmer screen. The device was implanted the previous day. It was noted that the por would need to be cleared by the healthcare provider office or a manufacturer representative. It was reported that the patient couldn¿t adjust stimulation and the display showed the ¿call your doctor¿ icon. Additional information has been requested but was not available as of the date of this report.